Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage on the bipolar yaw pulley at the distal clevis. Material appeared to have burnt off from the charring that occurred near the distal clevis. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley did not show thermal damage. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument charred, smoked and thermally melted. The procedure was completed with no reported injury.